Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
Patient stopped seeing the humidifier icon on the screen. It feels as if the humidifier is not heating up and the water chamber is using no water. Patient had headaches and bloody nose due to not having humidification, also dry throat and mouth and awakening frequently to drink water. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Upon review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.